Event description:
Sales representative for smith+nephew reports that the surgeon was performing a shoulder repair and was suturing when the needle tip broke. A delay of forty-five mins took place to try and locate the broken piece without success. An add'l needle was used to complete the repair without further incident.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure.